Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified while the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.